Manufacturer narrative:
H11: livanova deutschland manufactures the essenz console. The incident occurred in enschede, netherlands. A livanova field service representative was dispatched to the facility to investigate the device and extract the cockpit log files. The investigation suggested the issue was caused by an error of the technician during the machine software flashing. The machine has been re-flashed and the problem corrected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that cockpit screen of an essenz console rebooted to home screen during a case and gas blender switched off. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the complaint database was reviewed over the past 24 months, covering all installed hlm systems globally. No concerning trends about the reported failure was observed, confirming the isolated nature of the incident. Based on the evidence collected, the root cause of the event was an isolated human error during the software flashing process. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.